Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating additional symptoms that the patient experienced while having the implants. Symptoms were neck pain, constantly thirsty, constant drainage and clearing throat, constant pressure in head, vertigo, horrible periods, anger for no reason, sharp pains in chest through to back, cellulite, weight gain, joint pain, muscle pain, memory loss, constantly cold, sensitivity to sounds and lights, ringing in ears, dizziness, skin felt like it was going to crack open and patient constantly put oil and lotion 20-30x a day, was also having to pee all the time, inflammation and yellow eyes. Immediately after removal, to slim and white eyes as well. The patient is left with saggy skin all over their whole body (even shins have crepe/saggy skin) from where she chronically inflamed from the implants for so long. Hands and feet were constantly freezing but as soon as the implants were removed, they woke up with warm hands and feet. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune disorder. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two 420cc mentor smooth round high profile saline breast prostheses, suffered several unexplained systemic symptoms, including allergy, sinus, extra mucus, intolerant to food she's never had problems with, ears popped all day, constantly fatigued, breasts hurt under the muscle , headaches, difficulty swallowing and breathing, hair loss, heart palpitations, blurred vision, eyes burned everyday, horrible body odor, tongue was always swollen, woke up in sweat every night, shooting pain in both breast, swollen lymph nodes, arm pits and neck, and all over, sharp pain in chest, brain fog, rash on breasts and abdomen, chronic inflammation, hands swollen, tingling and numbness in arms and hands all the time, chapped lips, yellow eyes, eyes twitch, couldn't be touched due to pain, mood swings, low b12 and low d, low iron, could not stay awake, could not drink alcohol without getting sick, low/no libido, pressure in head, and took body longer to get up when waking up. The patient also had fibromyalgia. The patient had sinus surgery and also gallbladder removed after nine years of implants. Lastly, the right side implant flipped. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral removal, without replacements, on (B)(6) 2020. After the removal of implants, the patient's inflammation reduced so much it looked like she lost 40lbs immediately. Her eyes are white again, could breathe/take a deep breath, no numbness or tingling in hands, headache went away for the first time in years, could eat and drink again. Everything improved or is drastically improving. Skin was so stretched out from inflammation that she now has extra skin. This medwatch form is for the left breast prosthesis.